Event description:
The customer reported the fluoroscopic image was intermittently black. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
The customer cancelled the service call prior to the system being able to be evaluated. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.